Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected failed battery test alarms noted. The device was received with intermittent button response due to moisture damage on the keypad traces. The device was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hypoglycemia unawareness and had events during the night and day. Blood glucose level at the time of the incidents is unknown. The customer also reported that the insulin pump's esc button gets stuck; he received failed battery alarms which were resolved after replacing the battery cap but was still having issues with the batteries not lasting. The customer also complained about the insulin pump not giving audible alarms and receiving unexplained no delivery alarms. Troubleshooting was performed. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.